Event description:
The infant patient was being repositioned on a fisher paykel bed. Two respiratory therapists and three rn's were helping to change the bed linen and turn the baby in bed while maintaining the et tube position and watching the oscillator tubing. As the rt raised the bed so that the baby was at the level of the oscillator tubing, the team heard a loud "snap" and the bed platform fell approximately one foot and tilted sharply. Two members of the team had their hands on the baby when this happened and were successful in preventing the baby from falling. The patient's vital signs did not change and the oxygen saturation remained in the high 90's. A new bed was brought in and the baby was transferred to it. The bed's base broke. Medical engineering described this as a very common problem that we've been dealing with for some time. There is a motor that pulls the bed's four legs in and out in order to raise or lower the bed. Occasionally, if one or more of the brakes are left engaged, or a wheel is at an opposing angle, the mechanical parts of the bed will bind. The motor is powerful enough that as long as someone has the switch engaged, it will keep driving until the parts bend and sometimes break.